Manufacturer narrative:
(B)(4). This complaint was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp stated she connected after he pressed go for the initial drain to start. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated that she did not develop any adverse reactions or need any medical intervention. The hp then stated that this was an isolated event. The hp stated she is currently performing therapy without any complications.